Event description:
It was reported that the 0.032 wire became caught in the pt's groin and was unable to be removed. The physician physically cut the wire, leaving a short segment within the pt's groin. The pt apparently did well and did not require further intervention or surgery to remove the small segment of wire left behind. The device remains at the hosp with risk management. It has been reported that the hosp feels the event is user related rather than device related.